Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have conductor damaged during procedure. The physician had surgically abandoned the lead and new lead was implanted as replacement. No adverse patient effects were reported.